Event description:
A malfunction was reported on a pump, with no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the caller understood.